Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm system. Quality control (qc) recovered within the range on the day of the event. The customer primed all consumables and aligned the pump. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, checked electrolyte subsystem, noted replacement of the salt bridge that ran dry, opened vacuum balance valve to raise analyzer vacuum, replaced rotary valve seal, cleaned manifold orifices, adjusted pump rate, verified stability thrice, checked flush output volume and sample drain rate, ran electrolyte qc 5 times, which was recovered in range. Subsequently, the cse replaced integrated multisensor technology (imt) sensor. Siemens is evaluating the event.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm system. The initial results were reported to the physician(s). The samples were reprocessed on the original system. The repeat results recovered within normal range and were higher than the initial results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na results.